Event description:
The hcp reported that the pt was recently hospitalized for cellulitis. She was placed on oral and intravenous antibiotics. The hickman catheter was replaced. The pt presented with fever, headache and back pain. The pt had been taking tylenol "around the clock" an MRI was taken and granuloma was ruled out. The cerebrospinal fluid was cultured and was negative; blood cultures were positive. The pt was "septic"; meningitis was suspected, but not clinically proven. The pt was hospitalized again and started on intravenous primaxin. The device was explanted on 10/6/2005. Discharge was planned for 2005 and the pt will be maintained on oral medications for pain. The hcp is not planning to reimplant a pump at this time in order to minimize risk of additional infection. The hcp reported that the pt has other medical issues.